Event description:
It was reported that post a carotid artery stenting procedure, stent migration and pt complications were reported. The carotid wallstent 8x29mm was implanted in 2009. "Shortly after the stent was implanted, the pt had a transient ischemic attack (tia)." An angiogram was performed and revealed that the stent had migrated into the common carotid artery. Intervention was performed the following month, and another manufacturer's stent was implanted in the internal common carotid artery. No further pt complications were reported. The pt's condition is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.